Event description:
The consumer stated her tampon came apart upon removal and tampon pieces remained inside of her. She is not sure that she removed all the remaining pieces. She also experienced vaginal discharge, foul odor and headache.

Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided by the consumer. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.